Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. There was no evidence of an over-delivery in the event history log. The pump was not able to undergo delivery accuracy testing due to a mp board replacement. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy plus pump was over delivering. No further information available. No patient injury resulted.